Event description:
Admitted to ssu for antioplasty and stent placement. Had successful and uneventful dilation of right iliac artery with placement of vascular stent. Suring dilatation and stent placement in left iliac artery, the artery was damaged resulting in internal bleeding. Pt taken to surgery to correct damage to left iliac artery.